Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during cataract surgery, an ophthalmic phacoemulsification tip was inserted into the patient¿s eye, and the foot pedal was depressed, but no phacoemulsification power was present. Attempts in both sculpt and quad modes yielded no response, and switching to a different handpiece did not resolve the issue. Even with a new handpiece set up for the next case, no phacoemulsification power was achieved in the patient¿s eye. Post-case testing revealed that phacoemulsification power was only present when the tip was in the test chamber, and absent in air, water, or the eye, this was confirmed using both console handpieces, both phacoemulsification ports, and after restarting the machine, including a hard shutdown. On the first restart, a yellow dialogue box appeared stating fluidics module not operational (system message appeared) which did not reappear on subsequent restarts. The surgery was completed the same day without any impact to the patient. This report pertains to the console used during cataract surgery.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. The representative was then asked to observe the remaining cases after, and all were without issues. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the lot number was performed. There were no relevant contributing factors identified. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.